Event description:
It is reported that the insulin pump had an unresponsive keypad and buttons. The customer's blood glucose was at 174 mg/dl. The customer also stated that the screen of the insulin pump was blank. The customer stated the device was dropped and it hit the floor the morning of the phone call. But, there were no signs of physical damage. A new battery was inserted into the device but nothing came up on the screen. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).